Event description:
Status post bilateral subglandular periareolar gels (unknown size/type/MFR-no records) for augmentation. Complains that they were "too big to start with." They have flattened and the left has softened since surgery. The right encapsulated early this year but was painful for quite some time before. Pt denies history of trauma. Pt also complained of systemic problems, including arthralgias (positive am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, fatigue, sleep disturbance, sore throats, fevers, hot flashes/sweats, headaches, visual disturbance, dizzy spells, memory loss, dry mucus membranes, hair loss, oral sores, rashes, sensitivity to sun/odor, sob/chest pain (diagnosed mitral valve prolapse) and palpitations, weight gain, gi/gu disturbance, easy bruising, and menstrual disturbance leading to hysterectomy. Pt is otherwise healthy.